Event description:
A customer contacted beckman coulter regarding incorrect white blood cell (wbc), red blood cell (rbc), hemoglobin (hgb), platelet (plt), and mcv results generated by the coulter lh 750 analyzer for 75 patient samples. The patients' results were reported out of the lab and were questioned because the results were not consistent with the patients' gas hgb results. The samples were rerun on a different instrument in the customer's lab and corrected reports were sent out. Three patients received transfusions because of erroneous results and customer provided results only for these patient's samples. *"cl" -results is lower than your critical low limits. It is a critical value and requires immediate attention. Follow your laboratory's policies for reviewing the sample. **"l" -result is lower than your reference interval low limit. Follow your laboratory's policies for revieweing the sample.

Manufacturer narrative:
Qc is run at the beginning of every shift. Qc was run before the event with acceptable results. Qc performed after the event was outside recovery limits for two levels. Samples were run back to the last acceptable qc. The specimens were collected in bd vacutainer tubes. The samples were less than 2 hours old. A field service engineer (fse) was dispatched to the customer's lab: the fse inspected the instrument and discovered the instrument calibration factors and voltages were reset to default. The fse replaced the amc card, r/w/p card, wbc aperture blocks, wbc apertures and housings. The fse performed verification and instructed the customer to calibrate the instrument. The calibration log was reviewed by bci electrical engineer and the following was concluded: the instrument calibration log, dated and time 2008, at 13:49:48 indicates the calibration factors (automatic / manual) messages were updated through the service mode. These messages can only occur simultaneously if the instrument is initialized manually in the service mode. A clear root cause has not been determined for this event. However, calibration log data is indicative the instrument calibration could be initialized to default by manual manipulation. A malfunction will be assumed for the purpose of this report.